Manufacturer narrative:
Product returned, but evaluation pending. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 178 mg/dl and 162 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 07/21/2016. Customer confirms the strips are stored properly and was first opened the week of (B)(6). Customer performed back to back blood test, 107mg/dl and 111mg/dl not fasting. Reviewed meter memory: 86mg/dl, (B)(6) 2015, 09:45:00 am, fasting: no; 79mg/dl, (B)(6) 2015, 09:26:00 am, fasting: no; 77mg/dl, (B)(6) 2015, 08:58:00 am, fasting: no; 56mg/dl, (B)(6) 2015, 08:16:00 am, fasting: no; 176mg/dl, (B)(6) 2015, 03:00:00 pm, fasting: no.